Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a knee arthroscopy with menisectomy procedure the surgeon noticed metal shavings floating in the joint space while using the ar-8400ex, excalibur. The issue occurred as the surgeon was shaving the meniscus. The shavings were sucked out with the shaver and the case was completed. The rep stated a second device was not needed, and there was no harm or injury to the patient. The bone quality was medium. Dualwave outflow was not being used. The rep stated there was not an arthrex rep present during the procedure, and the surgeon informed them of the issue post-op. The rep reported the issue has been occurring across different lots and part numbers but the issue has been primarily with ar-8400ex, (lot: 10324466). Additional information received on 10/02/2019: the rep reported the surgeon did their best to remove all the shavings, but it cannot be confirmed that all shavings were fully removed. The complaint device is available to return for evaluation. The rep stated there is no available information with regard to other arthrex devices malfunctioning as arthrex representatives were not present.